Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the clip applier did work prior to the issue. There were no clip issues with the clip installation when the issue occurred. The clips stopped firing correctly mid-procedure. The surgeon used a green medium large hem-o-lok clip on the vessel or structure. The vessel was not greater than 10mm in diameter.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium large clip applier involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported issue. The clip test was unable to be performed due to the fact that the instrument was returned damaged. One of the disks was detached from the chassis. The instrument was found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. Improper cleaning during reprocessing most commonly causes this failure. A review of the instrument log for the medium large clip applier (470327-12 /n101810170138) associated with this event has been performed. Per logs, the medium large clip applier (470327-12 /n101810170138) was last used on (B)(6) 2020 on system sk1297. The alleged event occurred on the 63rd use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. This complaint is being reported because a clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. The expiration date is not applicable. Implant date is blank because the product is not implantable. Information for the blank fields in initial reporter is not available.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument clip was not closing properly and the disc was loose. The procedure was completed with no reported injury.